Event description:
It was reported that during central processing, the 8mm fenestrated bipolar forceps instrument's black coated cable was slightly damaged. Silicone seal of black coated cable damaged. There was no report of patient involvement.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the fenestrated bipolar forceps instrument involved with this complaint to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. As such, the probable root cause cannot yet be determined based on the information provided.